Event description:
Reported due to device break and surgical intervention. The physician attempted an arteriotomy closure in the right common femoral artery with a perclose a-t (closer ak) device following an interventional procedure. Fluoroscopy was not done prior to the procedure. Upon device insertion resistance was encountered and the physician heard a "crack." He verified radiologically that the proximal guide had separated from the sheath. A surgeon was consulted and the patient was transferred to the operating room. All parts of the device were removed and the arteriotomy site was surgically closed. The surgeon reported "considerable vessel calcification." The patient was discharged the next day in "good" condition.